Manufacturer narrative:
Received additional information from the account stating that the lens did not come out correctly from the lens folder. It appeared that the lens came out folded when inserting into the eye and was then removed. It seems that the issue was an insertion error by the person who loaded it. This was not a defect of the lens. Device evaluation: the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection at 10x microscope magnification shows viscoelastic residues, particles and one of the haptics bent and sticky to the optic zone. Manufacturing defects were not identified in the return sample. Therefore, no product deficiency was identified. A manufacturing record review was performed. The manufacturing process record evaluation showed the devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. No other complaint has been created for this production order (po). No product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown. Pt gender/sex: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery due to the lens ''didn't eject correctly''. An incision enlargement was required. Suture was used. Another lens, same model was used for the replacement. No patient injury was reported. No further information was provided.